Event description:
Additional information became available that once this chronic rv lead was placed in the newly implanted device, shock impedance measurements of greater than 125 ohms were observed in the triad shock configuration. Noise in the lab was a suspected potential cause of the issue. When the lead was tested from coil to device the shock impedance measurements were 90 ohms. When the rv lead was tested from coil to coil measurements were 115-120 ohms. A 1.1 joule shock was performed in the triad configuration and yielded 54 ohms. A defibrillation threshold (dft) test was done from coil to the device at 21 joules, this yielded a normal shock lead impedance measurement of 75 ohms. The device and lead were then tested in the triad configuration with a 14 joule shock which yielded a 53 ohms. The patient was programmed to the triad configuration and they will re-check the device once the patient was outside of the room. It was noted that if the triad configuration again yielded oor impedance measurements, the physician would re-program coil to device.

Event description:
Boston scientific received information that this patients right ventricular (rv) lead exhibited high out of range shocking impedances and loss of capture at maximum outputs. There is no noise present on the shock channel and the egm shows no evoked potential, the shock channel shows a flat line. Boston scientific technical services (ts) was consulted and suggested isometrics to see if noise could be seen, which was done, and no noise was seen. There was a single atrial tachy response (atr) noted on the device several months prior and that is all that has been seen. Ts advised immediate replacement to ensure therapy. To date, no adverse patient effects have been reported.additional information became available that the patient's device was explanted and during the explant it was noted that the device header was loose. The lead was tested and noted to be working appropriately and was used in the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.